Manufacturer narrative:
Patient came into the cath lab with an anterior mi. Thrombus was found in the proximal lad, there was an occlusion in the mid rca. An aspiration catheter was used, followed by a pre-dilation with a 2.5 mm balloon. A 2.0 x 20mm clearway was used to deliver the repro bolus. After 10-15 seconds, the patient felt uncomfortable, and went into shock. He could not be resuscitated. The doctor thought that he might have blocked off the dominant cx when he inflated the clearway.

Event description:
Patient came into the cath lab with an anterior myocardial infarction. Thrombus was found in the proximal lad, there was an occlusion in the mid rca. An aspiration catheter was used, followed by a pre-dilation with a 2.5 mm balloon. A 2.0 x 20mm clearway was used to deliver the repro bolus. After 10-15 seconds, the patient felt uncomfortable, and went into shock. He could not be resuscitated.